Manufacturer narrative:
(B)(4). Approximate age of device ¿ 41 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump was explanted and a temporary total artificial heart (tah-t) implanted due to ongoing right heart failure and arrhythmias. The patient was diagnosed with genetic non-ischemic cardiomyopathy which is known to cause these. Prior to implant of the heartmate ii, the patient had marginal right ventricle function and did not experience significant arrhythmias. It was reported that the pump functioned as intended and no alarms were reported. The ongoing right heart failure and arrhythmias promoted transfer for biventricular support.

Manufacturer narrative:
No device-related issues were discovered during the evaluation of the returned pump. A correlation between the evaluation findings of the returned device and the reported right heart failure progression and ventricular arrhythmias could not be conclusively determined. Visual examination of the pump¿s blood-contacting surfaces, upon disassembly of the pump, revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values, comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists right heart failure and cardiac arrhythmia as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.